Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone- data not available. Cloud - omnipod 5 software app version- data not available. Cloud - smartphone operating system- data not available. Cloud - smartphone hardware- data not available. Cloud - cgm sensor type- data not available.

Event description:
Patient reported receiving incorrect readings from his cgm (continuous glucose monitor) which caused an over delivery of insulin from his omnipod system resulting in hypoglycemia. Patient reported they were hospitalized due to hypoglycemia event. Patient reported his cgm reading was off by 100 points. Information on blood glucose levels, symptoms, treatment or length of stay were not provided.